Manufacturer narrative:
Report inconclusive. No evaluation was performed, as the device was discarded at the hospital. This dm0010faa easydrill cranial perforator with unknown lot number was manufactured by micromar. Multiple warnings are included in the easydrill cranial perforator IFU manual including: it is essential to keep the drill perpendicular (90°) at the predetermined point of the skull to be drilled, as an excessive deviation from perpendicularity may cause the product to fail and lead to serious patient injury. Select a drill bit suitable for the bone thickness. This prevents the drill from tearing the bone or brain tissue (similar effect when the bit is not positioned at 90°). If the components of the easydrill cranial perforator become loose during trephination, discontinue use. The drill can cut or tear the dura mater when it unlocks. Check some conditions before performing the procedure, such as the existence of adhering dura mater or other anomalies adjacent to the drilling site. We will continue to track and trend this complaint type. Initial reporter telephone number: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during tumor resection, the perforator along with em200 and ad03, did not stop automatically, resulting in dura tear with small bleeding and perforation of the cortex. The procedure was completed with no other non-routine intervention however a 15-minute delay was reported due to the used of a back up device and to stop the bleeding. Upon follow up, it was confirmed that the em200 and ad03 are working properly and not available for return. The perforator was discarded at the hospital. Serial numbers of the perforator, em200 and ad03 could not be obtained. It was also reported that the patient is currently in good condition.